Event description:
The service engineer reported that vc222 had leaked and sprayed volume conductivity scatter (vcsn) waste fluid onto the rear wall of the unicel dxh 800 coulter cellular analysis system. The volume of the fluid that spilled was approximately 80 ml and the spill was contained within the instrument. Blood, controls, dxh diluent, dxh cell lyse, dxh diff pack, dxh retic pack, and dxh cleaner may be present in the vcsn waste support chamber. The operator was wearing personal protective equipment (ppe) consisting of gloves and lab coat at the time of the incident. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. On (B)(4) 2012 the fse found vc222 leaking from the top of the bowl. Vc222 was removed and inspected, and a crack was found in the chamber. The area was cleaned and a new chamber ordered. On (B)(4) 2012 the fse installed the new vc222, performed system shutdown and daily checks, checked vcsn calibration and ran controls. All results passed. On (B)(4) 2012, the fse stated via email that the instrument covers contained the spillage. The spill contained waste from nrbc and reticulocyte processing in addition to differential. The symptom of the fault was "liquid detected in vacuum chamber" and when you looked into detailed description it said "liquid detected in vc350." The broken chamber will not be returned for investigation because it is contaminated with blood. The cause of the leak was a crack in the top of the vc222 vcsn waste chamber.

Manufacturer narrative:
(B)(4).